Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing issues, spitting up a lot, severe headaches and cough. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a philips investigation laboratory. The device has been visually inspected by the manufacturer. The evaluation result found dust, keratin, black contamination, water ingress, yellowish-brown residue in the device. The manufacturer unable to confirm the evidence of foam degradation or breakdown.